Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: cover edge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing a burning sensation around the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing a burning sensation around the pocket site. The patient underwent an explant procedure.